Event description:
A 20mm diameter x 12mm diameter x 13.5 length aneurx bifurcated stent graft was successfully inserted for the treatment of an abdominal aortic aneurysm on the event date. The diameter of the proximal non-aneurysmal aortic neck measrured 18mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 95 mm. It is reported that the patient had small iliac arteries with tight acessibility and heavy calcification. The external right iliac artery was 8mm and the external left iliac artery was 6mm. Both the right and left common arteries measured 9mm. It is reported that a 8mm, 9mm, and 10mm pta balloon were used and a 22fr dilator was advanced. It is reported that the stent graft was deployed with a successful outcome to exclude the aneurysm. However, it is reported that a spiral dissection of the right external iliac artery occurred during the procedure. The physician successfully repaired the dissection of the external iliac artery by placing an 8x40 wallstent and a 12mm diameter x 8.5cm length iliac limb stent. It is reported that the spiral dissection of the right external iliac artery caused an unintentional occlusion of the right hypogastric. The patient is reported to be doing fine and there is no additional clinical sequelae.